Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The blood glucose value level was 300 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Customer also reported getting a blank display without low battery alert around (B)(6) 2017. Customer mentioned the batteries do not last. During troubleshooting customer stated the contacts on the battery cap were damaged. Customer was advised a battery cap will be sent out. The customer will not return the insulin pump for analysis.